Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2020. Measurements taken during the investigation confirmed a failure of the speaker. The failure of the speaker did not prevent the device from delivering shock therapy, as demonstrated during the investigation, as the device continued to prompt therapy via the instructional leds. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No sound or light prompts upon insertion of new pad-pak. No patient involved.

Event description:
No sound or light prompts upon insertion of new pad-pak. No patient involved.